Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants medical product(s): (B)(4), 200-04-44 - cemented finned tib. Tra sz 4f/4t, (B)(4), 234-03-04 - optetrak asy,ps cemented femoral, sz 4, (B)(4), 200-02-38 - three peg patella 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent initial right knee replacement surgery on (B)(6) 2010 and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a right knee revision surgery on (B)(6) 2020, approximately 10 years 4 months post initial procedure. Plaintiff continues to experience pain and discomfort on a daily basis in his right knee which limits his daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D2b. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitant: 1431623 204-24-09 - ps tibial inserts sz 4, 9mm d4. All items; d10. 1572418 234-03-04 - optetrak asy,ps cemented femoral, sz 4.

Event description:
Additional information received to the legal department on 27 feb 2023: preoperative diagnosis for 7 dec 2020 ¿ loosening of prosthesis of right total knee replacement, wear articular bearing surface internal prosthetic right knee joint. Revision of total right knee replacement operative report (B)(6) 2020 [relevant information]:  the patient presented with increasing pain and swelling. Patient revised to another company knee system. The synovium was found to be full of reactive tissue consistent with poor polyethylene. Four deep tissue samples were taken. The patella button was found to be well fixed and was not revised. The tibial polyethylene was removed, and it showed significant oxidation and delamination. The femoral component was removed with minimal bone loss except in the anterior flange. The bone underneath it was reactive and inflamed but did not show signs of significant bone loss. The tibial implant spontaneously popped off the tibia as the retractors were placed. The cement under the tibia was partially intact, when removed a very large cystic and osteolytic lesion on the proximal tibia was debrided. Procedure was tolerated well.  There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2a, d2b, d4, g3, g4, h4, h6 the following sections were corrected: d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.